Manufacturer narrative:
A beckman coulter technical support (cts) specialist assisted the customer troubleshoot over the phone. The cts reviewed data and ordered na electrodes. The failure mode was determined to be defective sodium (na) electrodes. The customer replaced sodium (na) electrodes which resolved the issue. No further issue was reported after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported obtaining 3 (three) false low sodium (na) patient results on their dxc 600 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.